Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it was unable to conclusively specify the root cause of the foreign material remained in the device. The probable cause was: it is possible that foreign matter adhered to the objective lens surface during the inspection, causing condensation to form on the objective lens surface as the foreign matter became the nucleus of moisture. Also, it is thought that outside moisture may have entered the objective lens, and the temperature difference between the lens and the inside of the body may have caused condensation on the inner surface of the lens, resulting in the occurrence of the requested problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.